Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
There have been no leaks of insulin outside of pump, but mother stated that a week ago they noticed what appeared to be condensation inside cartridge compartment. When they changed cartridge, pump smelled of insulin. There was a small amount and not enough to pour or drip out. She did attempt to clean and dry inside before inserting new cartridge. Current cartridge also looks wet inside pump. No adverse event alleged. A request was made for the return of the device.